Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The symptom upstream occlusion was confirmed and reproduced. Eval found the upper and lower readings on the ultrasonic sensor with a fluid filled tube to be out of specification. This was caused by a failed upstream sensor. Low ultrasonic readings it make the pump more sensitive to air in line and upstream occlusion alarms. As a result, the upstream sensor was replaced.

Event description:
It was found during baxter's testing that a pump was alarming for an upstream occlusion. There was no pt involvement since the error was found during testing.